Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was found to be cracked during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the nurse performed venipuncture on the patient. During the process of puncture, the catheter was found cracks,so the needle was immediately replaced".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9233912. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was found to be cracked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the nurse performed venipuncture on the patient. During the process of puncture, the catheter was found cracks,so the needle was immediately replaced".